Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device may be explanted after an implant duration of approximately 2 months due to central jet regurgitation. Reportedly, the cardiologist is sending an echo for review. No other details were provided.